Event description:
The customer reported via phone call that he was about to program a bolus when he noticed the insulin pump had a blank display. The insulin pump alarmed battery out limit. Customer's blood glucose level was 310 mg/dl. The insulin pump's display returned after troubleshooting. The customer received a replacement battery cap but was still having issues with his insulin pump. The reservoir appeared half full but the indicator was empty. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.